Event description:
It was reported that the helix of the lead was blocked during a revision intervention to reposition the lead. During the rv lead revision, because of dislocation, still inside the patient, the screw was pulled back, but then the screwing mechanism was blocked. An attempt to screw it out outside the patient also failed; therefore the lead was replaced with a new one. No patient complications were reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): primary analysis finding: no anomalies were found. Blood/body fluid was present on the helix mechanism. Visual analysis observed the lead was returned with the helix fully retracted and bent with blood and tissue on it, and there was apparent explant damage. The full lead was returned.